Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to undergoing an magnetic resonance imaging (MRI) this right ventricular (rv) lead exhibited an out-of-range shock lead impedance measurement of 132 ohms. The health care professional (hcp) determined that this lead was stable and proceeded with the MRI. This rv lead remains in service. No adverse patient effects were reported.